Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that thebd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had problems like: customer reporting cpt supply dissatisfaction. No serious injury medical intervention.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium citrate had difficulty obtaining pbmcs and the expected ring of cells after centrifugation. No serious injury or medical intervention.

Manufacturer narrative:
Other details was corrected to "see event description below". Event or problem description was corrected to "it was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium citrate had difficulty obtaining pbmcs and the expected ring of cells after centrifugation. No serious injury or medical intervention." Medical device brand name was corrected to bd vacutainer® cpt¿ cell preparation tube with sodium citrate. Unique identifier (UDI)# corrected to (B)(4). Device available for evaluation is corrected to no. PMA / 510(k)# was corrected to k911731. This section is correct to bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.